Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: fallopian tube, one of the wires extended though the serosa of the fallopian tube / perforation (other) - please describe and state location of the perforation/migration of essure device") and uterine perforation ("perforation (uterus) / perforation (uterus)") in a 28-year-old female patient who had essure (ess205) (batch nos. 624101,624472 and 624472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included axillary abscess (treatment: surgery), migraine, basal cell carcinoma skin excision (basal cell - face) in 2017 and lipoma excision. Concurrent conditions included lupus erythematosus (disability), raynauds, menses irregular and headache. Concomitant products included hydroxychloroquine phosphate (plaquenil) for lupus erythematosus, ibuprofen for migraine as well as alprazolam (xanax), norethisterone (mini-pill) from 1998 to 2007, norethisterone (nor-qd) since (B)(6) 2013 and nuvaring since 2006. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient had essure (ess205) inserted and removed on (B)(6) 2013. A new essure (ess205) was inserted on an unknown date. In 2013, the patient experienced menorrhagia ("abnormal bleeding menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal / abnormal bleeding (vaginal)"). On (B)(6)2013, 6 years after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain upper ("stomach no longer hurts/ pain") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure (ess205) was removed. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain upper and coital bleeding had resolved. The reporter considered abdominal pain upper, coital bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation. Lot number: 624101 manufacture date: 2007/04 expiration date: 2009/03. Lot number: 624472 manufacture date: 2007/04 expiration date: 2009/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: fallopian tube, one of the wires extended though the serosa of the fallopian tube / perforation (other) - please describe and state location of the perforation/migration of essure device") and uterine perforation ("perforation (uterus) / perforation (uterus)") in a 28-year-old female patient who had essure (ess205) (batch no. 624101/ 624472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included axillary abscess (treatment: surgery), migraine, basal cell carcinoma skin excision (basal cell - face) in 2017 and lipoma excision. Concurrent conditions included lupus erythematosus (disability), raynauds, menses irregular and headache. Concomitant products included hydroxychloroquine phosphate (plaquenil) for lupus erythematosus, ibuprofen for migraine as well as alprazolam (xanax), norethisterone (mini-pill) from 1998 to 2007, norethisterone (nor-qd) since (B)(6) 2013 and nuvaring since 2006. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal / abnormal bleeding (vaginal)"). On (B)(6) 2013, 6 years after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain upper ("stomach no longer hurts/ pain"), coital bleeding ("bleeding during intercourse") and abdominal pain ("below belly button pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown, the abdominal pain upper and coital bleeding had resolved and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, coital bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation. Lot number: 624101 manufacture date: 2007/04 expiration date: 2009/03 lot number: 624472 manufacture date: 2007/04 expiration date: 2009/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: plaintiff fact sheet- event belly button pain was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: fallopian tube, one of the wires extended though the serosa of the fallopian tube / perforation (other) - please describe and state location of the perforation/migration of essure device") and uterine perforation ("perforation (uterus) / perforation (uterus)") in a 28-year-old female patient who had essure (ess205) (batch no. 624101/ 624472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included axillary abscess (treatment: surgery), migraine, basal cell carcinoma skin excision (basal cell - face) in 2017 and lipoma excision. Concurrent conditions included lupus erythematosus (disability), raynauds, menses irregular and headache. Concomitant products included hydroxychloroquine phosphate (plaquenil) for lupus erythematosus, ibuprofen for migraine as well as alprazolam (xanax), norethisterone (mini-pill) from 1998 to 2007, norethisterone (nor-qd) since (B)(6) 2013 and nuvaring since 2006. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal / abnormal bleeding (vaginal)"). On (B)(6)2013, 6 years after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain upper ("stomach no longer hurts/ pain") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain upper and coital bleeding had resolved. The reporter considered abdominal pain upper, coital bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation. Lot number: 624101 manufacture date: 2007/04 expiration date: 2009/03 . Lot number: 624472 manufacture date: 2007/04 expiration date: 2009/03 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: fallopian tube, one of the wires extended though the serosa of the fallopian tube,") and uterine perforation ("perforation (uterus)") in an adult female patient who had essure (ess205) (batch no. 624101,624472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included axillary abscess (treatment: surgery), migraine, bcc excision (basal cell - face) in 2017 and lipoma excision. Concurrent conditions included lupus erythematosus (disability) and raynauds. Concomitant products included hydroxychloroquine phosphate (plaquenil) for lupus erythematosus, ibuprofen for migraine as well as alprazolam (xanax). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), coital bleeding ("bleeding during intercourse") and abdominal pain upper ("stomach no longer hurts/ pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage and dyspareunia outcome was unknown and the coital bleeding and abdominal pain upper had resolved. The reporter considered abdominal pain upper, coital bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, device dislocation, migration of device, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, perforation (uterus). Reporter information, concomitant disease was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.